Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the issue was reportedly resolved and customer declined returning equipment for further evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Issue was reportedly resolved, customer declined returning equipment for evaluation.

Event description:
Cardiac cathlab nurse reported that his site rite 8 ultrasound system w/pinpoint gt has a 1 to 2 sec delay in the image. When the transducer is moved, the system reportedly takes about a second for the image to show up and the it takes a few seconds for a needle to show up when one is introduced.